Event description:
Coils were placed (B)(6) 2009. The right coil had perforated completely through. I had a pregnancy in 2010 with very bad issues with weight loss and migraines and morning sickness. Had uterus taken out from severe bleeding. The right coil was not able to be located until (B)(6) 2013. After several attempts it was located in fragments near/on my ascending colon. I had surgery (B)(6) 2013 to have both tubes and coils removed. The left tube was also being perforated. I do not believe the entire coil was retrieved and the right was again unable to be located so it was not removed. I also suffer from extreme pain from the fragments, severe migraines, vertigo, nausea, rashes,very bad pain in my legs and back and hair loss. I am in a very dangerous situation with the coils being in fragments.

Event description:
Additional info received from the reporter on (B)(6) 2014: I have since been diagnosed with metal allergies to 2 of the materials in the ess305, gold, nickel. I am having fatigue from day to day. I went for testing out of a CT and an x ray the x ray only was able to locate the piece in the ascending colon after the CT was not. I since have been to multiple dr who are unable to handle my situation as of yet I have not found a surgeon that either can or will remove the coil. I also want to be clear I asked the implanting dr to report my pregnancy back in 2010 when I first found out I was pregnant I dont know that she ever did. I also asked my recent dr to report the location of the migrated coil as my health provider. Not sure if that was ever done. Please update the expiration date on the essure product I dont believe it is correct if it is permanent the it should not be expiring.